Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose ranged from 150-200 mg/dl.